Event description:
Patient reported mastalgia, capsular contracture baker grade ii, rupture, intense pain, and folds on prosthesis surface on right side. Patient additionally reported "emotional and financial distress"; this is not device related. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: mastalgia, capsular contracture baker grade ii, rupture, intense pain, and folds on prosthesis surface.

Event description:
Healthcare professional reported mastalgia , capsular contracture baker grade ii , rupture and "emotional and financial distress" on right side. The device has been explanted and replaced. Patient representative reported cyst, calcification and concern for textured breast implant device.